Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 07/01/2021.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a separation between the female connector and main body of a minicap extended life pd transfer set; further described as "the dark blue piece came partially separated from the rest of the transfer set". This occurred during an unspecified process step of peritoneal dialysis therapy, during patient use. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.